Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer that there was a "fluttering sound" at the expiration manifold/flow sensor. Ventilation did not stop.

Manufacturer narrative:
The device was checked on site and the log file was provided for manufacturer investigation. The reported fluttering sound could not be duplicated by the dispatched service technician on site. The subsequently performed analysis of the logged entries pointed out that there were deviations in the electrical wiring of the expiration valve. Therefore a new expiratory valve cable assembly has been installed. Afterwards the device was tested again without any deviations found. The expiratory valve cable assembly is part of the control of the ventilation cycles together with the expiration valve. In case of deviations within this assembly, the ventilation may be influenced and alarms are triggered (for example volume, leakage, respiratory rate) in case set alarm limits are exceeded. These deviations can cause a certain sound as described. However, the ventilation was not stopped due to the reported issue and no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.